Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. Reportedly, the customer ate more carbohydrates than the customer programmed a bolus for. Additionally, the customer over-corrected for the additional amount of carbohydrates with a bolus via the pump and reported a low bg level of 53 mg/dl. The customer temporarily disconnected from pump therapy to allow bg level to stabilize.